Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Thrombosis and death are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a 90% stenosis in the proximal left anterior descending (lad) artery with no tortuosity or calcification. The patient presented with chest pain and sweating. The patient had a 2.5 x 18 mm implant previously placed ((B)(6) 2014) in the ostial ramus, which was patent. The lad lesion was pre-dilated with 1.2 x 12 mm, 2.0 x 10 mm and 3.0 x 12 mm balloons. The 3.0 x 18 mm implant was deployed and post-dilatated with a 3.0 x 12 nc trek balloon at 10 atm. The placement of the implant was partially jailing the ramus and lcx. Angiographically the implant appeared fully apposed. After the implant deployment there was an 85% lesion seen at the ostial circumflex (lcx) but the decision was made to treat that medically. The patient was given loading dose of dual antiplatelet drug therapy (dapt) after the procedure. The patient was transferred to the cardiac care unit, but an hour later the patient was experiencing chest pain and was taken back to the cath lab. On angio it was seen that ramus and lcx were occluded at the ostium; only the lad was flowing. Ballooning was done to open up the ramus and lcx and the decision was made to stent the lcx. A 3.0 x 12 mm xience prime stent was deployed and post-dilated. Moreover there was abrupt clot formation in all three vessels one after the other and while the physician was trying to address one after the other, the patient collapsed and died on table. No additional information was provided.

Event description:
Correction: the procedure was on (B)(6) 2015 as previously reported.